Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was kinked within 3 or more hours of insertion at abdomen, which cause the patient blood glucose elevated to 1200mg/dl, therefore patient had received multi daily injection to address high blood glucose levels. The infusion set was in use for 2 days. Patient was admitted to hospital and received mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.